Event description:
It is reported that the mallet broke.

Manufacturer narrative:
Evaluation summary: the mallet has a potential field age of over 14 years and has been used extensively. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification. (B)(4). Total number of events: 2. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.